Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. According to the patient¿s parent, on (B)(6) 2026, the patient experienced hypoglycemia with seizures. An ambulance was called and the patient was taken to the hospital and treated at some point with glucagon (no information who provided the treatment). At the time of the report the patient was fine. The patient used the pump and the app as display devices. Due to the experienced signal loss they were unable to monitor the cgm readings which led to the event. The patient was discharged the next day. No data or product was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information has been provided. A review of app performance data shows that the patient experienced almost no signal loss on and around the alleged incident date of (B)(6) 2026. Only three periods of signal loss were observed on (B)(6) 2026; one period lasted ten minutes, and the other two periods lasted only five minutes. None of these three periods occurred around 9:00 am when the signal loss reportedly started. The patient experienced even less signal loss the day before and after. Data investigation found that at 8:54 am on (B)(6) 2026, the patient's estimated glucose values exceeded the user low alert threshold of 4.0 mmol/l and the app delivered a visual urgent low soon alert with an egv of 3.7 mmol/l. At 8:59 am, the patient's egvs breached the urgent low threshold of 3.1 mmol/l and the app delivered a visual urgent low alert with an egv of 2.9 mmol/l. At 9:04 am, the app delivered an urgent low alert at half volume with an egv of 2.2 mmol/l. At 9:09 am, the app delivered an urgent low alert at full volume with an egv of 2.2 mmol/l. The app delivered another urgent low alert at full volume at 9:14 am with an egv of 2.3 mmol/l which was acknowledged immediately. The patient's egvs crossed back into target range at 9:29 am with an egv of 4.9 mmol/l. The reported complaint is undetermined. Performance data does not align with the reporter's allegation of signal loss being displayed on both devices as the app did not exhibit any signal loss at the alleged time of the incident. Moreover, performance data found that the system performed as intended and delivered all intended alerts including audio alerts. The root cause of the hypoglycemic event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.